Event description:
Event determined to be reportable based on analysis approved in 2007. It was reported that during a pta procedure in the popliteal artery, the guide wire became stuck in the guide catheter. The 100% stenotic lesion was reported to be calcified and very tortuous. A 6f sheath was approached from the contralateral position. The guide catheter was placed and another manufactures wire crossed the lesion. The physician then exchanged the other manufacturers wire for the v18 guide wire. During advancement of the v18 guide wire, it became stuck about 5cm from hub of the guide catheter. The procedure was completed with a new guide wire. No pt injuries or complications were reported. Pt status is listed as "good." Analysis revealed missing coating.

Manufacturer narrative:
Returned product analysis revealed missing coating. The v18 guide wire received for analysis exhibited a slight curve at distal end. Microscopic examination revealed evidence of hydrophilic coating, and when hydrate, the coating feels smooth and consistent throughout the polymer segment. Additionally, the guide wire exhibited missing ptfe areas at 22.5 cm to 25.5 cm from the distal end. Severe friction against another device may have contributed to the missing ptfe. The investigation did not reveal any manufacturing defects and/or dimensional anomalies that may have caused or contributed to the reported event. Procedural factors along with the tortuous trail and the high level of stenosis could have contributed to the difficulty in advancing the guide wire; however, the exact cause and/or circumstances under which the failure occurred cannot be determined at this time based on the complaint info and the evidence presented by the guide wire. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. The root cause of missing coating could not be determined.